Event description:
The customer reported intermittent no boot with the system.

Manufacturer narrative:
The ge service rep removed and replaced the sbc and ethernet card. He reloaded the software, config and cal files. The system functioned as intended.